Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "lymphadenopathy" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Physician reported that MRI identified "axillary regions with reactive adenopathies". Ultrasound also performed. Device has been explanted. This relates to the right side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: lymphadenopathy: unable to observe as it is a medical event that is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Physician reported that MRI identified "axillary regions with reactive adenopathies". Ultrasound also performed. Device has been explanted. This relates to the right side.